Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-feb-2019 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was observed on the button contacts. The pump was opened and no evidence of the moisture corrosion near the keypad connector. The allegation of a keypad button response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow, buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.